Event description:
The customer family member called to report that the customer was hospitalized for high bgs. It was informed that the customer was released the next day. The contact declined to perform any troubleshooting on the pump. The family member felt that it was something wrong with the pump. The family member also informed that the hosp loaned a pump to the customer and bgs started to normalize.